Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation are currently not available. Model lap top ventilator 1150 is currently being evaluated by a carefusion third party service center. Results will be included in a follow up report.

Event description:
The customer reported model lap top ventilator 1150 was delivering no pressure. It was reported that this was discovered during service by the customer and that there was no patient involvement.